Manufacturer narrative:
Investigation summary: bd had not received samples, but a photo was provided by the customer facility for investigation. The photo was evaluated and the customer's indicated failure mode for a broken plunger with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation; however, the issue relating to broken plunger was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photo, the customer¿s indicated failure mode for a broken plunger with the incident lot was observed. Additionally, evaluation of the retain samples was conducted and broken plunger was not observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: based on an evaluation of severity and frequency, it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd preset¿ arterial blood collection syringe plunger was found broken after opening the packaging seal, but the broken part was not found. This complaint was created to capture 1 of 2 related incidents. The following information was provided by the initial reporter: "after open seal and before use, customer found plunger broken, and no broken part in unit seal. 1ea occurred."